Event description:
It was reported that during a lead revision procedure due to twiddlers syndrome, the atrial lead was found to have dislodged. The lead was still within the atrium and therapy was still being issued with no electrical anomalies. The lead was explanted and replaced. The patient was doing well during and post the procedure.